Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03639. Concomitant products: item# unk screw; lot# unk. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately six (6) years post-implantation due to unknown reasons. Subsequently, when the devices were removed, they were noted to be corroded. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 00482801602; lot# 62931016. Item# 00482801602; lot# 62931016. Item# 00482801602; lot# 62931016. Item# 00234801635; lot# 63004425. Item# 00484004001; lot# 62755008. Item# 00484004001; lot# 62755007. Item# 00235901638; lot# 63108551. Item# 00234801835; lot# 62849070. Item# 00482801402; lot# 62952352. Item# 00482801402; lot# 62952352. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned products identified a zplp distal lateral fibular bone plate and a zimmer universal locking screw with discoloration and signs of explantation. The products were submitted for further analysis. Eds semi-quantitative elemental analyses of the discolored regions on the lock screw head and fibular plate devices revealed that the foreign elements identified in both of them were consistent with those previously reported. Per eds semi-quantitative elemental analysis of the discoloration, indications on the periarticular fibular locking plates and screws revealed c, n, o, na, mg, p, cl, k, and ca as the major foreign elements. The source of these elements could be from various potential contaminants including biological soft tissue and bone, dried biological fluids (i.e. Blood), bone cement (calcium phosphate-based), corrosion/metal oxide product or various decontamination solutions (i.e. Hospital detergents). Therefore, the source of these elements is inconclusive. Eds analyses of clean regions on the lock screw and fibular plate devices showed that the elemental compositions were consistent with biodur 108 stainless steel and 22-13-5 stainless steels grades, respectively. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the previous investigation remains unchanged. The reported event of discoloration is confirmed; however, the source of the discoloration remains unknown. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.